Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint because the turn table initialized to the home position after powering up the analyzer. While troubleshooting, fse removed the cover and found the nozzle assembly broken so did not attempt to prime the diluent. Fse resolved the complaint by replacing the nozzle assembly and verified all required alignments. Fse successfully performed all priming and bg substrate measurement without error. Fse validated analyzer by performing quality control run without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2021 through aware date (B)(4) 2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (4002) turn table home not found. Description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (2012) air detected (diluent). Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to the broken nozzle assembly.

Event description:
A customer reported error message ¿4002 turn table home not found¿ on the aia-360 analyzer. The customer performed a startup and error message ¿2012 air detected (diluent)" appeared. Technical support specialist (tss) instructed the customer to perform three (3) primes, but errors persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.